Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for pacing impedance below the programmed lower limit. It was noted that the pacing impedance trends low, and no lead issues were suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.